Manufacturer narrative:
The customer¿s report of a leaking set was confirmed and replicated. Functional testing was performed; a leak was observed in the tubing approximately 4 inches above the male end of the set. Microscopic examination of the leak site revealed several small, jagged cuts/tears in a circular pattern around the outer surface of the tubing. The root cause of the damage to the tubing was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed

Event description:
The customer reported on (B)(6) an infusion of morphine was initiated at 1230pm. On (B)(6)the user noted a small amount of medication noted to have leaked onto the floor from a crack in the tubing. There was no report of patient harm or medical interventions.